Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), vaginal haemorrhage ("I am experiencing heavy bleeding / vaginal bleeding getting heavier"), back pain ("back pain") and adnexa uteri pain ("ovarian pain during pelvic exam"). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, back pain and adnexa uteri pain had not resolved. The reporter provided no causality assessment for adnexa uteri pain, back pain and vaginal haemorrhage with essure. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2016 and (B)(6) 2006. Device was in placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New reporter was added. New events migration, perforation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), vaginal haemorrhage ("I am experiencing heavy bleeding / vaginal bleeding getting heavier"), back pain ("back pain") and adnexa uteri pain ("ovarian pain during pelvic exam"). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, back pain and adnexa uteri pain had not resolved. The reporter provided no causality assessment for adnexa uteri pain, back pain and vaginal haemorrhage with essure. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: discrepancy noted in insertion date -(B)(6) 2016 and (B)(6) 2006. Device was in placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.